Manufacturer narrative:
Manufactures investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported multi-system organ failure and patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2020, due to multi-system organ failure, and the device was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists multiple organ dysfunctions/failures as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient passed away on (B)(6) 2021 due to multi-system organ failure (msof). Additional information was requested but not provided.